Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to lead migration, replacement went as planned. Device will not return because it was disposed per facility policy. Patient is doing great and is getting amazing coverage now. Electrocautery was not used.